Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a heavily tortuous, 95% stenosed lesion in the mid left anterior descending coronary artery. After pre-dilatation with a 2.0x20 balloon, the 2.25x18mm xience v stent delivery system was advanced; however, failed to cross the lesion due to the patient anatomy. The device was removed with resistance felt with the patient anatomy. Another 2.25x18mm xience v was then used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.